Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two cerclage wire product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device fractured and which remained implanted. The information for the second wire is as follows: d1 item name: cocr cable sleeve, d4 catalog number: 120010, d4 lot number: 002440, d4 expiration date: jan 31, 2018, h4 manufacturing date: jan 1, 2008. The event was confirmed with medical records received. Review of the available records identified the following: diagnosed: wound type dirty/infected. Chronic instability with active infection. Oral antibiotic suppression held preoperatively indicates chronic infection is ongoing from previous surgery for infection recurrent or irreducible dislocation. Significant scarring in the gluteus maximus, tensor fascia, and abductor layers. Attempted to aspirate for synovasure but was unable to collect enough sample. No gross purulence but there was some granulation-type tissue, which was sent for culture (no report) and one particular tissue that was abnormal sent for frozen section, which was positive for acute inflammation reporting 20 or more pmn. No femoral stem loosening. Decision was made to leave implanted. Removed cerclage wires. The acetabular component was removed with a small amount of bone on the superior aspect of the acetabulum. The patient was already down to her inner table with that socket. The inner table was not violated but there was bone loss on the rim of the posterior superior medial socket but not good rim bone. Surgeon notes case increased difficulty due to chronic scarring of the soft tissues and aggressive debridement of the joint due to evidence of infection. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Two cerclage wire product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device fractured and which remained implanted. The information for the second wire is as follows: item name: cocr cable sleeve, catalog number: 120010, lot number: 002440. Concomitant medical devices: item: 15-103682, lot: 886780, item description: m2a-t univ 2-hole shl sz 41/52; 103531, 471100, ti low profile screw 6.5x20mm; 103532, 498930, ti low profile screw 6.5x25mm; 103532 , 869540, ti low profile screw 6.5x25mm; 15-105044, 027430, m2a tpr hi carbon 41/32mm lnr; 108110, 089100, ml-hd mod calc prox 34a; 11-135160, 275530, r/h m/h 11x165mm 100% distal; 11-163690, 343310, 32mm m2a hi carbon hd +6mm nk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced a wire fracture and migration. The wire was removed from the patient's buttock on an unknown date. Patient was later revised approximately 3 years post-implantation due to infection caused by the open wound from the wire removal. Subsequently, patient experienced ongoing complications caused by the fractured wire. Patient was revised approximately one year post-revision due to infection, dislocation, and bone erosion. Attempts have been made and no additional information is available at this time.